Event description:
Procedure type: low anterior resection. According to the reporter: during the surgery, the doctor used an endo gia and the 030458 sulu to perform the tissue division. When the instrument was fired, it only fired 0.5cm and then stopped. The jaws were also unable to be opened. The surgeon used grasping forceps and inserted it into the gap within the reload to expand the jaw gap. Then removed the reload from the tissue. A new instrument was used to finish the surgery. The incomplete staple line was resected and re-stapled. The patient is in good condition now. There was no delay in surgery over thirty minutes. There was no blood loss of over 500cc's.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).